Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant devices: ep-105933, ringloc hip system acetabular liner, (B)(4), 51-101060, mallory/head - pf acetabular component, (B)(4), 163670, modular head component, (B)(4), 103533, titanium low profile screws, (B)(4), 103532, titanium low profile screws, (B)(4), 31-323230, ringloc drill bit, (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 05567, 0001825034 - 2017 - 05569, 0001825034 - 2017 - 05570, 0001825034 - 2017 - 05571, 0001825034 - 2017 - 05572.

Event description:
It was reported that the patient underwent initial hip surgery. The patient developed elevated white blood cell count and other infectious symptoms 3.5 weeks post surgery. Surgeon performed irrigation with removal of all components. There was "gross puss" not just clear fluid. Protolec (sp) spacer was inserted, and the patient was revised again due to pain despite antibiotic use.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent initial hip surgery. The patient developed elevated white blood cell count and other infectious symptoms 3.5 weeks post surgery. Surgeon performed irrigation with removal of all components and implanted antibiotic spacers. There was "gross puss" not just clear fluid.